Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that insulin was squirting out during the manual prime process. Customer stated the insulin pump did not recognize the reservoir. Customer's blood glucose was 250 mg/dl at the time of incident. The alarm history showed the customer had a compromised force sensor system alarm. Troubleshooting found the customer's drive support cap was sticking out. The customer's current blood glucose was 338 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to a33 alarm.